Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2017 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 21-jul-2018, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving intrathecal bupivacaine and clonidine (both unknown concentration and dose) via an implantable pump for failed back surgery syndrome and non-malignant pain. It was reported that the patient stated about 3 years ago, the doctor did a dye study and when the patient stood up, her blood pressure dropped and she almost passed out but the doctor and nurse caught her. The patient stated the doctor told her that the catheter had a leak which was why she almost passed out and the doctor had to hook her up to ivs. The patient stated the rep was there at the time. The patient stated when she went for her fill the first thursday in (B)(6) 2024 she got her pump filled and while driving home passed out. The patient stated the clonidine dropped her blood pressure to 85/45 per the paramedics. The doctor told her the pump must have leaked again. The patient stated after the fill while still at the doctor's office she suddenly was very thirsty and tired and woke up to the paramedics pounding on her window. The patient stated the doctor said they should have checked her blood sugar and the patient stated they did and the blood sugar was fine. The patient stated by the next day she was feeling fine and was back to normal. The patient asked if the mdt representative could be at the next appointment or the next surgery. The agent reviewed rep role and redirected to their doctor. The patient stated the doctor did not feel there was any need for concern regarding the pump leaking.